Event description:
The customer called and reported the insulin pump gave an alarm indicating an error was found during a self check. During troubleshooting, customer was advised to perform rewind process again and to program a bolus into the air. The bolus amount was recorded in the bolus history. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test. The problem was isolated to the radio frequency circuit board. The insulin pump was received with minor scratches on the display window. No black screen was noted.